Event description:
A distributor reported a cartridge change error where the pump did not recognize the new cartridge. There was no reported adverse impact on the customer's blood glucose level. Subsequently, the pump was able to start and was recognized by the computer, successfully loaded a cartridge, and delivered a bolus without any alerts or alarms.